Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat#: 010000944, lot#: 6569645, g7 hi-wall e1 liner 40mm h. Cat#: 00223200418, lot#: 64462421, cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat#: 650-1058, lot#: 2982757, cer bioloxd option hd 40mm. Cat#: 650-1064, lot#: 2942914, cer option type 1 tpr sleve -6. Cat#: 00223200418, lot#: 64465439, cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat#: 00223200418, lot#: 64443894, cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat#: 00625006525, lot#: 64428556, bone screw self-tapping 6.5 mm dia. 25 mm length. Cat#: 00625006525, lot#: 64428556, bone screw self-tapping 6.5 mm dia. 25 mm length. Cat#: 110010270, lot#: 3763186, g7 osseoti multihole 64mm h. Unk screws x2. Unk plate. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip procedure. Subsequently, the patient was revised approximately 6 years post-implantation due to subsidence, ambulation difficulties, limping, and instability. During the revision noted scar tissue, subsidence, and shortening making it hard to dislocate the hip. There was also 50% of the distal cementless stem protruding outside of the lateral cortex of the femur, causing a fracture. It was also noted that the previous stem was placed into an inadequate removal of the cement from the intramedullary canal and is the reason for the gross failure. The shell was well fixed and remained implanted with all other components explanted without complications. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial left tha on an unknown date. Patient had a revision with zb products implanted. Since this revision, patient states numbness, pain, clicking, limping, instability and causing issues daily life activities. During the revision, scarring and subsidence were noted. It was also noted that 50% of the distal cementless stem was protruding outside of the lateral cortex of the femur and was quite unstable. There was mild tortional rotation, there was fracture at this area where the stem was coming out of the bone. Resection of the promixal fracture fragment was done to remove the stem. It was noted the cementless stem had been previously placed into the intramedullary canal with inadequate removal of cement. This is thought to be the reason for gross failure. The root cause of the reported issue is attributed to the off-label use, as the femoral stem was implanted with inadequate removal of bone cement. Per the IFU, it states under 'intended use', "the arcos femoral revision system hip components are single-use implants, intended for uncemented use only". Per surgical technique it states "ensure all cement is removed prior to preparation of the femur for the femoral components". Additionally, no implantation method outlined has the option of use with bone cement. A technical report will not be sent at this time as the off-label use has been identified/acknowledged within the revision operative notes by the surgeon. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.